Manufacturer narrative:
Additional information in evaluation codes. The device was not returned for evaluation, however a photograph was provided and reviewed. The photo shows that the spacer is fractured near the threaded end. The cause of the event cannot be definitively determined. The manufacturing records were not able to be reviewed as the lot number was not provided and was not captured in the photo. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004485144-2017-00023 thru 3004485144-2017-00027.

Event description:
It was reported that the threads of three closure tops and one pedicle screw were damaged and there was a splinter on a cage intraoperatively. Information regarding patient impact has been requested but is not currently available. This is report five of five for this event.

Manufacturer narrative:
Additional information was received. After cage insertion, the surgeon felt instability of connection between cage and inserter, and the cage was removed where it was noted to be damaged. All cage parts were retrieved. Another cage of same size and lot was implanted without issues and the surgery was completed successfully. There were no reports of patient injury associated with this event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned spacer was evaluated. A portion of the spacer was found to have fractured off on one side leading to the inserter connection threads. The likely cause is attributed to off-axis forces placed on the device during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The product was returned and an evaluation is in process. A follow up report will be sent upon completion of the device evaluation.